Event description:
The customer reported, that a pt previously typed as d positive was typed as d negative using mts a/b/d monoclonal and reverse grouping card lot #121806037-17. The sample was repeated using the same lot of gel cards and a weak positive reaction was obtained in the anti-d microtube. The sample reacted weakly positive in tube method at ahg phase only, confirming the weak d status of the pt. Erroneous results were not reported, as the results did not match the pt's historical data and alternative method.

Manufacturer narrative:
Samples were not submitted to mts for eval, therefore, the customer's complaint could not be verified. No definitive root cause could be determined. Labeling states: in instances where confirmation of d-negative antigen status is required, negative reactions obtained with the anti-d (monoclonal) gel card should be retested with an anti-d reagent licensed for antiglobulin phase testing. Labeling cautions the user as follows: false negative test results may occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test results. The category dvi epitope expression of the d antigen has not been found positive with this reagent. Less than optimal cell concentrations may result in test reactions, which cannot be fully observed. A complaint review indicated no other similar complaints were logged against lot # 121806037-17.